Manufacturer narrative:
(B)(4) date sent: 11/14/2016. Additional information was requested and the following was obtained: how was the tip of the device broken? It wouldn¿t open with the handle was the jaw damaged with nothing broken off of the device? No did the moveable top jaw break off? No did the black ptc break off of the jaw (attached to moveable top jaw)? No did the ceramic (on the lower non-moveable jaw) break off? No did the electrode (on the lower non-moveable jaw) break off? No the device just wouldn¿t function. The jaws would not open and close. When the jaws did not open with the handle, did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? As I said, before I don't know any of the procedure details. When I picked up the device I couldn't physically open the jaws. I have given all the necessary information the account has given me. Unfortunately, they don't know anything else.

Manufacturer narrative:
(B)(4). The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the tip of the device broken? It wouldn't open with the handle. Was the jaw damaged with nothing broken off of the device? No. Did the moveable top jaw break off? No. Did the black ptc break off of the jaw (attached to moveable top jaw)? No. Did the ceramic (on the lower non-moveable jaw) break off? No. Did the electrode (on the lower non-moveable jaw) break off? No. Additional information: the device just wouldnt function. The jaws would not open and close.

Event description:
It was reported that during an unknown procedure, the tip of the device was found to be broken. The issue was found prior to any patient involvement. Another like device was used for the procedure. There was no patient involvement and no adverse consequences for the patient.